Event description:
The attached journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the micro vascular anastomotic coupler between july 2002 and july 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The sixth venous thrombosis occurred on post-op day 1. The revised anastomosis was handsewn and urokinase was infused. There was complete survival of the flap. Same problem and journal article source as the following manufacturer report numbers, but separate pts and events: 2183620-2010-00020, 2183620-2010-00021, 2183620-2010-00022, 218362-2010-00023, 2183620-2010-00024.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125 (3): 792-798. Model # gem2754.